Event description:
The customer reported the autopulse platform (sn (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. The customer attempted to troubleshoot the error message multiple times, but the issue persisted. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.